Event description:
The sapiens tcs display showed the PICC placement was in the normal placement of the svc, but the actual location was in the pt aorta. The pt was already in the ICU and this event caused the pt to be intubated. Per rn, the pt was "krumping" before the PICC placement was started. Pt was in alcohol withdrawal, but was snoring, obtunded, and diaphoretic. Rn states another rn was with her, they located the brachial artery then the vein next to it. Rn states the vein was compressible and this is where the PICC was inserted. Pt's blood pressure was dropping prior to the procedure, but all vital signs were stable during PICC placement according to the monitor. PICC placement was completed at 2150. Pt was intubated after this due to a blood ph of 7.21 (acidotic). At 2358, a chest CT was ordered to check intubation placement and to rule out a pe. The CT showed the PICC line was in the artery. The PICC was removed and a triple lumen catheter was placed in the ij.

Manufacturer narrative:
This eval was performed using photo samples of the ECG readings. The results indicate products failure to provide accurate info for the placement of the peripherally inserted central venous catheter. The device malfunction indirectly caused the incorrect placement of the peripherally inserted central venous catheter. The sherlock 3cg instructions for use (IFU) warns the user to place the skin electrodes carefully at the indicated locations and to ensure good skin-to-electrode contact in order to ensure stable and accurate ECG waveform. If the catheter is inadvertently cannulated in an artery, it is probable the user will see a change in the p-wave as the catheter tip advances toward the sa node via the aorta, based on the close proximity of the aorta to the superior vena cava and the sa node. The IFU for PICC catheter placement warns the user to withdraw the needle and apply manual pressure for several mins in the event an artery is entered. Cannulation in an artery can be identified by pulsing bleeding from the site and/or bright red blood. For the identifying number of this device, there is only one number issued per unit. This number has not been provided by the complainant facility.